Manufacturer narrative:
Continuation of d10: product ID 309201 lot# 60440918 serial# implanted: explanted: product type screening device product ID neu_ unknown lot# serial# unknown implanted: explanted: product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patients trial started on (B)(6) 2023. It was reported that the patient experienced pain, discomfort, and itchy. The patient was admitted into inpatient care at bidmc on 5/6 after experiencing a fall. Upon admission patient reported back pain and skin irritation from tape from pne procedure. Ens and belt were removed bedside. Hospital staff reported less pain intervention was needed after device was disconnected from power. Upon removing bandages, nursing staff reported skin breakdown at the bandaging site. Skin was treated with xeroform and wocn to consult on patient wound care. 2 pne leads were completely removed bedside on 5/8 by physician.  Patient remains hospitalized for pain management and wound care.